Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and declined follow up from tandem technical support. The customer indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the alleged issue.